Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction with device pump. Upon inspection, a minimal fluid in the reservoir was noticed. The physician suspected a hole in the reservoir or cylinders, possibly due to suture placement or unrelated surgical procedure. As a result, the cylinders and pump were explanted and replaced. The reservoir was drained, retained in patient and a new one was placed. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. (Insert DHR statement, refer to verbiage database & IFU labeling section relevant to as reported). Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100036694 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4).